Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for an unexpected contamination. On (B)(6) 2026, the scope tested positive for 8 colony forming units (cfus) of klebsiella pneumoniae and 6 cfus of proteus vulgaris. On (B)(6) 2026, the scope tested positive for more than 100 cfus of proteus vulgaris and klebsiella pneumoniae. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.